Event description:
Information received with return of the explanted device notes that the device was replaced due to patient complaint of pocke t pain and allergic reaction to titanium. Loss of capture was also noted.~~~